Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic stent to drain pancreatic duct. So they pushed spsof-7-12 stent using fs-pc-7. However, the handle of pushing catheter was broken(disconnected from the sheath) so the nurse changed another fs-pc-7 and case finished.

Manufacturer narrative:
Device evaluation: 1 x fs-pc-7 of lot # c1662356 was unavailable for returned to cirl for evaluation. This file deals with the use of the breaking of fs-pc-7 device which has been attributed to user error. This file is related to (B)(4) (emdr 3001845648-2020-00437) which was created for the off-label use of the placed spsof-7-12 stent in this complaint, where it was used prophylactically to prevent post ercp pancreatitis. Document review including IFU review: prior to distribution fs-pc-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for fs-pc-7 of lot number c1662356 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1662356. It should be noted that the instructions for use (ifu0097-1) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ and under the precautions section: ¿the wire guide diameter and the inner lumen of the wire guided device must be compatible¿ root cause review: a definitive root cause can be attributed to user error with the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the device it is likely that the device will not receive the same amount of support as when a 0.035¿ wire guide is used. As such it is possible that the force supplied to the pusher was not adequately distributed causing it to break. As per information stated a 0.025" wire guide was used. It was also noted that the customer used a spsof-7-12 stent which was incompatible with the fs-pc-7 device. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of investigation on 03-sept-2021.